Event description:
Reporter indicated a pt is believed to have a vns lead fracture and may explant the vns lead and generator. The pt is also experiencing pain in the neck. The pt is to have a surgical consult on (B)(6) 2011. Attempts for further info are in progress.